Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s reported post operative course. As reported "the mesh was infected due to external injuries." The information provided to date is limited and at this time, it is unclear what is meant by "external injuries" attempts have been made to obtain additional information. At this time a definitive conclusion cannot be made, however based on the event as reported the mesh infection may have been due to an external source. Note the implant and explant dates are estimated, as exact dates were not included in the article. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Hematoma formation is a known adherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided, without this information a review of the manufacturing records cannot be conducted. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported per journal of japan surgical association vol.78, page.888 (oct.20, 2017) p-1191-case 1. In 2007 the patient was implanted with a composix kugel hernia patch for the repair of an abdominal incisional hernia. In 2009, a hematoma formed and the mesh was infected due to external injuries. Mrsa was detected. Irrigation and drainage were conducted for one year, but the patient did not recover. In april, 2011, the mesh was removed.